Event description:
Boston scientific crm received information that this device was part of a pocket revision due to erosion another manufacturer's leads. The device and leads remain in service. There was no report of adverse patient effects due to the revision procedure.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.